Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station drawer 1, 2 was failed to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1,2 would not open and required maintenance. The field service engineer (fse) arrived at the station and noted that matrix 1,2 was off the communication bus. The drawers were recovered successfully without issue. The drawer chassis was then inspected, and it was found that the drawer two bus cable was partially seated at the drawer controller board. The cable was reseated, and extensive testing was performed using the hardware test application diagnostics, with no further issues observed. The system functioned as intended after field service engineer repaired the device.